Event description:
It is reported that during surgery in 2007, the surgeon heard a "pop" and realized one guide wire had snapped in the drill portion of the guide wire. The guide wires were then removed to facilitate removal of the plate in an attempt to remove the broken piece. The broken piece of wire could not be removed and remains in the proximal humerus between the cortices. Upon second application of the plate, another guide wire broke. This guide wire had inadvertently penetrated the humeral head and slightly penetrated the glenoid. Upon realization that the wire was too deep, an attempt was made to back the wire to position within the head. At this point, the wire broke leaving just the majority of the drill portion lodged in the glenoid. It is unclear if guide wire remains implanted.

Manufacturer narrative:
Evaluation summary: without sufficient info, the cause cannot be determined. No product or x-rays were returned for evaluation. No lot numbers were provided; therefore, mfg records could not be reviewed.